Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e216 error could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation ¿scope communication error¿ was not confirmed. The device evaluation found the image was flickering due to twisted cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus personnel reported on behalf of the customer that the hd 3cmos autoclavable camera head was having endoscope communication error, image problem. The issue was found during preparation for use in a diagnostic abdominal examination. There was no delay, the patient was not under anesthesia. The facility completed the intended procedure with another similar device. There were no reports of patient or user harm associated with this event.